Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system was used to treat a lesion in a patient. Four episodes of bright red blood passed rectally over a twelve hour period were reported. The patient was admitted for observation and serial blood draws were taken for iron studies. The patient was discharged home 2 days later with a diagnosis of gastrointestinal (gi) bleed. The patient was admitted approximately 2 months later with persistence of ef of <35%, chf. An intracardiac defibrillator was placed. Post procedure decreased hct was reported most likely due to procedure and procedural valium. A prbc transfusion of 1 unit was required. Investigator indicated that there was no relationship to the study device. It was reported that patient recovered with treatment.

Manufacturer narrative:
(B) (4). Results: gi bleed.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (haemorrhage, death) evaluation codes, conclusions: inherent risk of procedure (haemorrhage, death) (B)(4).

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted in the 1st diagonal vessel. Approximately 48 months post the index procedure the patient suffered from a gi bleed. Patient received medication to treat the bleed. Investigator assessed that the event was not related to the study device. Patient recovered. Approximately 53 months post the index procedure the patient expired, cause of death was hypertensive disease-cardiac standstill. The investigator assessed that the event was not related to the study device.

Event description:
Patient was not on dapt at the time of the second previously reported gi bleed that occurred 48 months post index